Event description:
The customer reported false negative architect total b-hcg and provided the following data: on (B)(6) 2024 the result for a pregnant woman in the first trimester was <1.2miu/ml. The negative result was questioned and upon repeat the result was 2,613miu/ml. A sample was tested on 1 nov and the result was 10,138miu/ml. (Interpretation of results <5.00 miu/ml is negative, >/=25.00 miu/ml is positive, >5.00 miu/ml to <25.00 miu/ml = grayzone) there was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 62396ud01. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed and concluded all criteria were met, demonstrating that the lot is performing as expected. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 62396ud01 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07k78-74 that has a similar product distributed in the us, list number 07k78, with 510k/PMA/bla number k983424.

Event description:
The customer reported false negative architect total b-hcg and provided the following data: on (B)(6) 2024 the result for a pregnant woman in the first trimester was <1.2miu/ml. The negative result was questioned and upon repeat the result was 2,613miu/ml. A sample was tested on (B)(6) and the result was 10,138miu/ml. (Interpretation of results <5.00 miu/ml is negative, >/=25.00 miu/ml is positive, >5.00 miu/ml to <25.00 miu/ml = grayzone) there was no reported impact to patient management.